Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient reported that they experienced a sensor error which occurred 3 days after sensor insertion into the abdomen. On (B)(6) 2024, the patient went to see his endocrinologist as he reported having inaccurate cgm values for a few days. The patient stated his cgm was reading 150 points off. At the doctor¿s office, the patient cgm was reading 225 mg/dl, and the bg meter was reading 375 mg/dl (captured in sr (B)(4)). The patient was wearing a tandem insulin pump. The patient was asymptomatic at this time. No medication or treatment was provided to the patient by his doctor. The patient left the doctor¿s office on the same day. On the way home, the patient began feeling shaky, sweaty, and disoriented. The patient¿s cgm was not providing any readings (sae captured in this complaint) at this time. Once at home, the patient eventually lost consciousness. The patient¿s mother was with him and treated him with nasal glucagon spray. After treatment, the patient regained consciousness. It was not specified how long the patient was unconscious. The patient remained at home and did not seek assistance from a higher level of care. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.